Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye shows blood on the dialysate side of the product. A leakage test was performed, and a leakage was found. The reported condition was verified. The cause of the condition was a deflected external fiber which ends on the end out of the sealing area of the header. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the provided photo¿s found blood in the dialysate side of the product. The reported condition was verified. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with two units of revaclear 300 dialyzers, two internal blood leaks were observed ¿inside the cap¿. There was no patient injury or medical intervention associated with this event. No additional information is available.